Manufacturer narrative:
The product was not returned for evaluation. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint could not be verified. The determination of root cause was not possible. (B)(4).

Event description:
A distributor reported that the c2602 excel 36khz straight handpiece had a vibration alarm occurred when doing a test-mode on (B)(6) 2019. As the customer did not prepare backup hand piece, the distributor's engineer brought a replacement. Since the customer was waiting for sterilization of the replacement handpiece, surgery was delayed 40 minutes. There was no patient adverse consequence due to the delay. The device was not in contact with the patient thus there was no patient injury/death alleged. The product problem was discovered during the procedure but before they started to use the cusa.